Event description:
A facility reported that during dialysis a pt had lost in excess of 3 kg of fluid more than the machine indicated. The machine's pretreatment testing had passed prior to the treatment, according to the facility. The pt had no symptoms of excess fluid loss, but the treatment was discontinued 15 minutes early. The facility did not know why the treatment had been terminated early. The machine was removed from the treatment area for inspection by the facility machine technician. He found that the machine had a leaky valve. He replaced the valve and rebuilt the uf pump. No parts were saved. The machine has been operating since without problems.